Event description:
Received information stating customer experienced a high blood glucose (gb) level followed by a low bg level (due to exercise). Customer reported that personal profile setting have since been changed with health care provider.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.